Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the cause contributed to the pairing issues is the user error, the patient does not speak english possibly causing confusion about equipment use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are trying to connect to the implanted neurostimulator and the communicator is not working. They said they have been trying for 40 minutes and the handset is saying communicator not found. Reviewed resetting the communicator. Caller still saw communicator not found. Toggled blue tooth off then back on. Caller confirmed the location was on and saw the communicator listed under paired devices. Attempted to reset the communicator again. The blue lights started flashing back and forth and would not stop. A request was sent to the repair department. The caller mentioned unrelated medical history. This included caller said the patient doesn't speak english. Additional information received that the patient's representative called back in reporting that they received the replacement for the communicator, but when they were trying to pair the external devices, they were seeing the not found screen. Caller stated that they confirmed that the bluetooth was on and that the new communicator was paired to the handset via bluetooth settings. Caller mentioned that they have both external devices right next to each other and added that there was a solid green light on the communicator. Agent then had the caller use the "switch communicator" feature, but after entering the serial number, they were still seeing the not found. Agent then walked caller through troubleshooting including hard resetting the communicator, restarting the handset, checking the bluetooth light on the communicator, and pairing/unpairing the external devices via bluetooth settings on the handset. Caller confirmed that the bluetooth light was blinking after the hard reset, but the handset was still showing the not found screen. Troubleshooting steps did not resolve the reported issue. Agent sent a request to repair for a replacement of the handset.